Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 34 mg/dl while wearing the pod for longer than 48 hours. The patient had lost consciousness. The patient was brought to the emergency room. Once at the hospital the patient was treated with glucagon and intravenous fluids. The patient was discharged from the hospital after an hour. The patients pod will not be returned as it has been discarded.